Manufacturer narrative:
A4 is unknown. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient implanted with an impella cp encountered suction alarms and low pump flow. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella cp and the purge cassette were returned for investigation. No logs were returned. The root cause of the low pump flow was most likely use issue related due to cannula kink found in the pump. The device passed all post sterile inspection checks.

Manufacturer narrative:
The device passed all post sterile inspection checks. Neither the device nor device logs were returned for investigation. The root cause of the pump flow was unable to be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.